Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the "third" line of a homechoice cassette. This issue was discovered during setup/preparation for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cut in the supply line of approximately three and a half inches from the y-junction. Functional testing, including leak testing, clear passage testing and clamp function testing were performed; leak testing failed due to a leak through a cut in the supply line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.